Event description:
Philips received a complaint on the v60 ventilator indicating that there was an alarm. The customer state that a patient was admitted for treatment due to heart failure, with an oxygen saturation of 70%. The customer stated that immediate non-invasive ventilatory support was required. When the device was placed onto the patient, an alarm was triggered. In a good faith effort (gfe) response from the authorized service provider received on 14nov2025, it was stated that the alarm was for "gas delivery system (gds) module failure." However, the asp did not provide clarification on the alarm that sounded. An additional gfe response from the asp was received on 16nov2025, and it was stated that further clarification on the alarm was asked but unknown (asku). The asp stated that the hospital had used a third-party service to replace the gds. Following the part replacement, the device was confirmed to have returned to full functionality and was the put back into use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be in use at the time of the reported problem. No patient or user harm reported.